Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained no fluid in the bladder. To verify the reported condition, the sample was filled with dextrose solution. During fill, a rapid back-flow (leak) was observed at the fill port. Visual examination of the disassembled unit revealed the root cause of the leak was a 0.7-mm particle of glass trapped between the check band and the stress member. The glass fragment was introduced into the fluid pathway during fill without the use of a filter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that an infusor leaked "during the manipulation of the product." When the facility tried to fill the device with solution, about 20 ml of liquid "was expelled." This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.